Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In order to use stem extension, keel end-cap for the scorpio ts tibial implant needed to be removed but failed. A back-up implant was available, back-up implant was opened and used in the surgery. Surgical delay time was appr. 5-10 min.

Manufacturer narrative:
An event regarding disassembly issue involving a scorpio baseplate was reported. The event was confirmed. Conclusions: the event of disassembly issue was confirmed but the root cause was not determined. The torque wrench ((B)(4)) used to assemble the thread plug to the baseplate was found to be within calibration at the time of assembly. A functional test was conducted and the thread plug was able to be disassembled from the baseplate with difficulty. A functional test noted that the device was in specification at 38 pounds per inch. A material analysis engineer noted, ¿damage observed on base of thread plug and distal tip of baseplate, consistent with smearing due to torsional contact against each other. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ during the surgical procedure they tried to remove the thread plug but were unsuccessful and another device was available. We cannot determine if the correct direction used to try to disassemble the thread plug was followed.

Event description:
In order to use stem extension, keel end-cap for the scorpio ts tibial implant needed to be removed but failed. A back-up implant was available, back-up implant was opened and used in the surgery. Surgical delay time was appr. 5-10 min.